Event description:
As reported, the proximal connector of a 6f .070-inch vista brite tip guiding catheter broke (cracked) into several pieces when connecting the guide catheter to the contrast guide. The same material from another batch was used to continue the procedure without incident. There was no reported patient injury. The intended procedure was an interventional cardiology angioplasty. The issue was discovered inside the patient. The cracked part was outside the patient since the yellow connector piece was at the distal/end part of the guiding catheter. The device was not pulled from the packaging by the hub. The physician and nursing staff had been using the same product line for more than 20 years without complaint. The device was not torqued or steered by the hub. No difficulties were encountered while inserting, advancing, or withdrawing the device. There were no damages found on the device or packaging prior to opening, and the device cracked afterward. The device was stored and prepared in accordance with the instructions for use (IFU). A contralateral approach was not used. No device pieces were injected into the patient because the distal part remained completely outside the patient. The patient was not hospitalized and hospitalization was not extended because of the event. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.